Event description:
It was reported by the hospital that the patient underwent a hip replacement on (B)(6) 2007 and subsequently a revision procedure was performed on (B)(6) 2014 due to pain.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. During the evaluation, the femoral head and acetabular cup showed scratching. The femoral head showed evidence of wear and the taper adapter showed evidence of fretting. Root cause of the event was most likely attributed to third party debris and/or sub-optimal positioning of the acetabular cup; however, a conclusive root cause could not be determined. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 10 states, "fretting and crevice corrosion can occur at interfaces between components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Under warnings and precautions, number 3 states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." Number 4 states, "malalignment of components or inaccurate implantation can lead to excessive wear and/or failure of the implant or procedure." Number 5 states, "complete preclosure cleaning and removal of bone cement debris, metallic debris and other surgical debris at the implant site is critical to minimize wear of the implant articular surfaces." Number 6 states, "improper preoperative or intra-operative implant handling or damage (scratches, dents, etc.) Can lead to crevice corrosion, fretting, fatigue fracture, and/or excessive wear."

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.